Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; however, the data file was received for review. The customer's report was not replicated or confirmed. From the logs, it cannot be determined if electrodes were connected to the patient or if poor coupling is the root cause for the reported issue. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.